Manufacturer narrative:
(B)(4) h6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a bleeding event occurred. The wearable was inserted into the arm on (B)(6) 2024. The patient experienced bleeding and was not able to stop the bleeding at home and went to the hospital. At the hospital the patient received a stitch at the insertion site. After the stitch, a bandage was put with tranexamic acid. There was no treatment provided and the patient just cleaned the area. There were no other symptoms reported, and there was no report of any medical intervention. During the event the patient was taking 181mg aspirin and brilinta 40 mg daily for hemophilia. At the time of the report the patient was stable. The complaint states that bleeding was reported. No product or data was provided for investigation. Problem could not be confirmed and probable cause could not be determined. No additional patient or event information is available.